Manufacturer narrative:
H3, h6: a software analysis was initiated. The logs and archive were reviewed. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Only one session of the application logs was present on the issue date. The session indicated that the site used standard functional endoscopic sinus surgery (fess) and progressed to the navigation task. The logs showed two successful registrations and multiple unsuccessful registrations due to an error metric exceeding >5 mm. Additionally, a few coil noise errors were captured for the tool, but no abnormalities related to the patient tracer were observed. The archive contained one computer tomography (CT) exam with 324 slices, with slice spacing and thickness of 0.40 mm. Multiple previous registrations were present, suggesting that the site did not follow the tracing protocol. A minimal number of trace points were collected, with most being red points located in the air or beneath the skin, likely due to excessive pressure applied during tracing. The three-dimensional (3d) model was suboptimal, as the top, bottom, and rear sections of the model were cropped, leaving insufficient anatomy for proper registration. It was suspected that the registration issue arose due to scan quality and the tracing pattern. Code d15 and previously reported codes b01 and c19 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section a4 for the patient's weight. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system would not trace. The registration lines would show up in a different area. It would show up about 90 degrees below the nose. When moving the patient tracer they were unable to move the patient tracker. The representative was able to see that they were trying to move the patient tracker after they had already traced. They would also add a point and was not able to move the tracker when on touch points. The representative reported it appeared to be user error with no understanding that after tracing you were unable to move the patient tracker. The issue occurred during registration. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.